Manufacturer narrative:
A broken force sensor was detected during seating or regular delivery error alarm noted in the device history and critical pump error due to out of specification force sensor zero offset. Unable to perform the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for critical pump error. Blood glucose at the time of incident was unknown. Customer reports they received a critical pump error image on the pump screen. The insulin pump will be returned for analysis.